Event description:
It was reported that the purewick male external catheter was trailed the previous week and a recap call was held with the key decision makers. One of the decision makers made a point to call out the sharp edges in the blue port and stated that this was a patient safety concern. In one instance, the blue port was between a patient's legs and indentions were left. They felt that if it had been left longer it would have caused a pressure injury. To emphasize this concern, they mentioned one of their nurses reported feeling like the blue port cut them when they were connecting it to suction. In fact, it did not cut them but highlighted the sharpness of the port. The affected lots were nggty113 and unk.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿operator error". A device history record review could not be performed as the lot number provided was invalid. A labeling review was not required because a review of the label could not have prevented this issue. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the purewick male external catheter was trialed the previous week and a recap call was held with the key decision makers. One of the decision makers made a point to call out the sharp edges in the blue port and stated that this was a patient safety concern. In one instance, the blue port was between a patient's legs and indentions were left. They felt that if it had been left longer it would have caused a pressure injury. To emphasize this concern, they mentioned one of their nurses reported feeling like the blue port cut them when they were connecting it to suction. In fact, it did not cut them but highlighted the sharpness of the port. The affected lots were nggty113 and unk.